Event description:
Additional information received from a manufacturer representative present at the device replacement indicated that they were not aware of a catheter issue. The event was therefore first reported to the manufacturer on 02/03/14. Per the reporter pump was removed due to normal battery depletion, and there were no malfunctions seen. They had not used/replaced catheter or revision kit . Reporter believed that the hospital retained the old pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n132377, implanted: 2008-(B)(6), product type accessory, product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
A catheter blockage was reported. Per reporter patient was informed that there was a blockage before he had the pump replaced and that the "pump had delivered a certain amount of medication and what they retrieved was less". Drugs delivered via the device were bupivacaine baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.